Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was consulted and upon review of the available information a slow gradual increase on the shock impedance measurements was observed. Reprogramming options were provided. It was later stated by the health care professional (hcp) that the lead will probably be replaced when the associated device required replacement due to normal battery depletion. This rv lead remains in service. No adverse patient effects were reported.